Event description:
Boston scientific received information that the patient with this right ventricular lead and competitor device had experienced pre-syncopal episodes dating back (B)(6) associated with pacing inhibition on this unipolar lead. These episodes caused the patient to interrupt her activity and interfered with her occupation. A holter monitor was performed and long pauses in pacing were noted. The inhibition could be reproduced at follow up for greater than 2 seconds. In addition, the patient had experienced diaphragmatic and pectoral stimulation. The competitor's device was removed and replaced; the right ventricular lead remains implanted with the new device. In addition, a new bipolar ventricular lead was also implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted with an additional bipolar ventricular lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.